Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support, who provided complete pump reset information and assisted them through the process. After the reset, the pump did not display the error code again, and the customer successfully started their sensor session.